Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03084. It was reported that the patient presented in bradycardia. Interrogation revealed a significantly elevated ventricular threshold. A chest x-ray was performed, which revealed that the lead dislodged. The lead was explanted and replaced. During the procedure, there was a question on whether the sterility was compromised, and it was decided to explant and replace the device. The patient was discharged.